Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents (ref (B)(4)) lot 1243604 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents indicated that lot 1243604 was manufactured according to specifications and met performance requirements. Customer reported false positive results with the bd sars-cov-2 reagents for bd max¿ system lot 1243604. On two days, 5 samples were positive for the n1 target but when retested, only 2 of them still gave a positive result. Customer provided ten runs (1736, 1738, 1739, 1741, 1742, 1743, 1745, 1746, 1747 and 1748 from instrument ct1466) for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents instruction for use. Analysis of the customer runs showed that one sample gave a n1 positive result on 2021-10-28 (run 1738, a4) and 4 samples gave a positive n1 result on 2021-10-29 (run 1739, a1, a2, a5 and a7). For all of them, a true but late amplification of the n1 target was obtained in the corresponding fam channel (CT between 32.7 and 38.3). Based on the complaint text, three of these 5 samples gave a negative result when retested. The samples were not identified but based on the initial CT given in the complaint text, sample a4 from run 1738 as well as samples a2 and a7 from run 1739 gave a negative result when retested. The initial CT of the two samples that still gave a positive result (CT of 23.4 and 28.5, according to the complaint text) did not correspond to the CT obtained for samples a1 and a5 in run 1739 provided. Therefore, no conclusion could be drawn for these 2 samples. No CT values corresponding to those stated in the complaint text could be found in the data provided. The 8 other runs sent for analysis showed no amplification of the n1 target in any sample. Moreover, in run 1748, 3 environmental samples were tested, and they all gave a negative result. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Moreover, the status of a sample at the assay limit of detection can vary when retested. Overall, investigation did not allow to identify the cause of the discrepant results but samples at the assay limit of detection could be among the hypotheses. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Bd was unable to confirm the exact cause of the customer¿s positive results. Overall, no reagents issue is suspected. There is no indication of an increase in complaints for discrepant results for the bd sars-cov-2 reagents lot 1243604. The root cause was not identified. Positives samples at the limit of detection of the assay can explain the customer discrepant samples. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no reagent issue was identified. Bd quality will continue to monitor for trends.

Event description:
It was reported while testing with bd sars-cov-2 reagents for bd max¿ system two false positive results were obtained. Confirmatory testing was performed and the result was negative. There was no report of patient impact. Eua# (B)(4) the following information was provided by the initial reporter: 10/28: 2 positive patients one day. 10/29: 3 positive patients the next day. Customer was concerned and had all patients re-swabbed, and tested on bd max and another instrument. 3 negatives were negative again on bd max and another instrument, 2 patients are confirmed positive patients.

Event description:
It was reported while testing with bd sars-cov-2 reagents for bd (B)(6) system two false positive results were obtained. Confirmatory testing was performed and the result was negative. There was no report of patient impact. Eua# (B)(4). The following (B)(6) information was provided by the initial reporter: 10/28: 2 (B)(6) patients one day, 10/29: 3 (B)(6) patients the next day. Customer was concerned and had all patients re-swabbed, and tested on bd (B)(6) and another instrument. 3 negatives were negative again on bd negative and another instrument, 2 patients are confirmed (B)(6) patients.

Manufacturer narrative:
Eua# (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.